Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced a cgm accuracy issue which occurred on an unspecified day after sensor insertion into the abdomen. On (B)(6) 2024, while the patient was in an art class, she passed out and had a seizure. The art class teacher called emergency medical service (ems). Once ems arrived, the patient¿s bg meter reading was 28 mg/dl while the cgm was reading high mg/dl. The patient was wearing a tandem insulin pump. Ems treated the patient with IV fluids, and she was then brought to the emergency room (ER). At some point, the patient regained consciousness and was given a sandwich to eat in the ER. The patient did not know how long she was unconscious. The patient was discharged home later the same day. The patient was in ¿stable condition¿ at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.